Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported ¿statlock patch does not ¿lock". It cannot be clicked shut, even without a drain, always springs back open". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a latch that would not close was confirmed and determined to be manufacturing related. The product returned for evaluation was one 6-8.5fr universal plus statlock device. A gross visual inspection and microscopic inspection of the returned device was unremarkable. The unit was functionally tested by attempting to close the latch. During testing, the latch was able to be briefly closed; however, after a short period of time the latch would release from the catch on its own. The latch tabs were measured and found to be shorter than the specification. This prevented adequate coupling between the latch and catch of the device. The features observed indicated that the latch tabs were incorrectly molded during product manufacture.